Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the blood glucose monitor provided incorrect bolus advice. The customer's blood glucose was 3.3 mmol/l at 12:20 p.m., and she did not eat or deliver insulin. She ate 80 grams of carbohydrates at lunch and did not enter a blood glucose value, and the monitor recommended a bolus of 18.0 units of insulin. She delivered the bolus and experienced hypoglycemia the rest of the day. Based on the programming, the bolus recommendation should have been 6.7 units. No adverse event was reported. The alleged product was requested for evaluation.